Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 56mm in diameter abdominal aortic aneurysm. Currently, the proximal aortic neck is 23-34mm in diameter and 40mm in length. It was reported that on a follow up CT scan, the bifurcated stent graft migrated distally 4cm below the renal arteries without the presence of an endoleak. The physician implanted an endurant 28x28x70 cuff resolving the event. The physician stated that the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.